Manufacturer narrative:
Pump received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the act button was not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 232 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.